Event description:
A non-healthcare professional reported with a description of issue with topcoat. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon confirmation received from the reporter that there is a topcoat of plastic or some other material that sticks to the lens upon insertion of the lens. Based on the information received there is no indication that a device malfunction occurred. Therefore, this event does not meet reporting criteria for malfunction reporting. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there is a top coat of plastic or some other material that sticks to the intraocular lens upon insertion of the lens. The surgeon is not able to visibly see this until the lens is in the eye, then surgeon removed the material before completing surgery. With available information, the file was reviewed and reassessed and it has been determined that there was no reported defect or fault with a company product.